Event description:
A field service engineer contacted haemonetics on (B)(4) 2009 to report that while on site, the customer reported the ac pump on their mcs+ machine ran slowly while other pumps were stopped during draw. A system error occurred and alerted the user to "check if ports are down on plasma bag." Clear fluid was noted to be returning to the donor during draw. As a result the donor felt minor discomfort at venipuncture during the draw. No operator or donor injury was reported.

Manufacturer narrative:
A field service engineer contacted haemonetics on (B)(4) 2009 to report that while on site, the customer reported the ac pump on their mcs+ machine ran slowly while other pumps were stopped during draw. A system error occurred and alerted the user to "check if ports are down on plasma bag." Clear fluid was noted to be returning to the donor during draw. As a result the donor felt minor discomfort at venipuncture during the draw. No operator or donor injury was reported. On-site evaluation of the unit by the field service engineer showed that all diagnostic checks were normal. Engineer did observed the blood pump rotor screw was loose. The screw was tightened and the unit met all manufacturing specifications. The product issue identified in this report was identified by haemonetics during a retrospective review of the company's service records. System error occurred and alerted the user to "check if ports are down on plasma bag." Clear fluid was noted returning to the donor who felt mild discomfort at the venipuncture site. The user stopped the procedure, but serious injury cannot be confirmed, therefore an MDR is being filed. Haemonetics (B)(4).